Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non critical issue. Upon inspection stryker discovered the shock button was not responsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non critical issue. Upon inspection stryker discovered the shock button was not responsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker's product analysis center for additional investigation. The pac was unable to duplicate or verify the reported issue. The device worked as expected during testing. This device was archived by stryker.